Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient complained of surges that lasted 2-3 mintues and occurred at random time, when sitting, when walking with no consistency. There were no reported factors that could have led to the issue. Impedances showed that electrodes 0, 2, 8,9 and 14 had high impedances. The rep successfully programmed around the high impedances and discussed replacement of the ins. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.